Event description:
A malfunction was reported on a pump after the customer had undergone an x-ray and MRI while wearing it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. It was confirmed that the customer may continue using the pump, and they were advised to contact technical support again if the issue reoccurs.